Event description:
New information received noted the patient presented in clinic for follow up. Upon interrogation, it was discovered the atrial lead oversensed noise, which triggered pacing inhibition and inappropriate mode switches. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented with an atrial lead that exhibited noise. The lead was capped and replaced (B)(6) 2023. The patient condition was unknown.